Event description:
A customer reported that in a non-surgical event on approximately (B)(6) 2025, the pro7000se, hall micropower+ high speed drill device ¿gets hot¿. There was no report of injury, medical/surgical intervention, or extended hospitalization for any patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
An evaluation of the returned device could not duplicate the reported event, however, additional unrelated issues found were abnormal noise, collet failure ¿ bearings, unable to disassemble, visual internal damage to the cast stator, and the safe slide was worn. Preventative maintenance is not overdue. A device history record (DHR) review found a non-conformance; however, it was not related to this failure. The service history was reviewed and found similar repairs to this complaint. (B)(4). Per the instructions for use, the user is advised to continually check handpiece for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the blade or bur may cause damage to the blade or bur and may cause burns or thermal necrosis. Operate the handpiece for approximately 30 seconds, then stop the handpiece. Once the bur has stopped moving, carefully feel the end of the guard where the guard encases the shaft of the bur for overheating. If overheating is noticed, return guard for service. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that in a non-surgical event on approximately (B)(6) 2025, the pro7000se, hall micropower+ high speed drill device ¿gets hot¿. There was no report of injury, medical/surgical intervention, or extended hospitalization for any patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.